Manufacturer narrative:
(B)(4). This is a duplicate of (B)(4) with MDR# 3030677-2015-02067. The failure was localized to a leaky capacitor.

Manufacturer narrative:
.

Event description:
It has been reported that the AED did not pass self diagnostic check.